Event description:
A report was received that the clinician was performing a abg draw and received a needle stick from a used needle. Reportedly the 23g x 1" needle attached to the syringe in the package fell off the device to the floor when it was removed from the package. The second needle in the package 22g x 1.5" was used instead. At the conclusion of the procedure blood draw, the staff activated the safety mechanism and sustained a needle stick injury as the needle tip extended about a 1/2 from the safety device.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.